Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was getting a message today on their handset that said "the data has been lost; please contact your clinician" with only an option to "end session." The patient said they had just been connected to their therapy a few minutes ago and had successfully adjusted the settings. The patient wanted to turn therapy down a little bit, but that's when the message popped up. The patient denied any falls or trauma to the implant site. The patient also denied any recent medical imaging or procedures that could have caused electromagnetic interference (emi). The patient tried powering handset off then on before calling. The patient was instructed to close all apps and to power the handset off for 30 seconds and then power it back on. This was done, but the patient continued to get the same message. The patient was advised to follow up with their managing healthcare provider (hcp) at this point for further device evaluation. The patient mentioned they tried calling their manufacturer representative (rep), but they didn't answer. The patient was advised that they had the option to go to the emergency room/urgent care and request that a rep be paged if they encountered an emergency and needed immediate intervention. The patient provided the name of their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-feb-19. The patient reported that they had not contacted the doctor who manages their device regarding the issue. The cause of the 'internal data lost' message was unknown. They reported that what most likely caused or contributed to this issue was that the issue started in the middle of therapy. They reported that steps taken to resolve the issue included that they contacted their manufacturing representative (rep) who fixed their device. They reported that the issue had been resolved.